Manufacturer narrative:
The actual device was not available; however, a photograph and a video of the sample were provided for evaluation. Visual inspection observed leakage from dialysate port / filter. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex (B)(4) set, an external fluid leak was observed in the upper part of the capillary. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device, a video and pictures were received for evaluation. The visual inspection of the video and pictures observe the reported leakage from dialysate port / filter. A pressure test on the actual sample was performed and a leak was observed at the level of the dialysate port. The shell was observed to be broken. The reported condition was verified. The observed damage is typical of a mechanical shock applied on the product during transportation/storage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.